Manufacturer narrative:
(B)(4). Batch # 923a54. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40b device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The ledge of the lockout showed no indentations. The retaining pin was not connected to the coupler and pushrod. The device was tested for functionality with the returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The retaining pin not connected indicates that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 923a54, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a sigmoid colectomy with low anterior resection procedure that the retaining pin kept slipping back and would not lock into place. Another like device was used to complete the procedure. There were no adverse consequences for the patient.